Event description:
It was reported that a small volume intermate contained white, floating particulate matter. This was identified after the device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 12, 2014 to december 17, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified white particles floating in the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.